Event description:
It was reported that the insulin pump alarmed button error, several days prior to the phone call. The customer stated that the problem started with the numbers scrolling up and down, without any input. The customer had removed the battery, the insulin pump had started functioning, but, then it alarmed button error. The customer's blood glucose was 320 mg/dl. The customer had obtained and had been using manual injections as a backup plan, since the occurrence of the button error alarm. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.